Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect starting the night before the report. Neither the recharger nor the patient programmer could find the implantable neurostimulator (ins). There was a potential for overdischarge. The patient last recharged 3 weeks before the report. It was noted that one lead was implanted under the eyeball and the other lead in the patient's cheek. The patient runs the ins at 7 volts and sometimes to 10.5 volts at which point the patient smelled "burning scar tissue smell" and experienced swelling.